Event description:
A report was received that the patient had infection at the ipg site with symptoms of severe redness, swelling, presence of pus and bleeding. The patient was treated with antibiotics. The physician believed the infection was procedure related. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively and infection free.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.